Event description:
Additional information received reported that the patient was still having equilibrium issues. It was noted that the patient was still using the spinal cord stimulation (scs) for 12 hours/day and turned it off at night. It was noted that there was an electromyography (emg) on 2013-(B)(6) that was normal and that it would be reordered. No malfunctions or cause of issue was determined.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that on 2013 (B)(6), the patient had the device moved lower. It was noted that initially it was implanted closer to t9-t10 area and maybe even lower and the leads went up higher between t8-t9 or t10. It was noted that during the time, the device was moved to the right side, belt line area due to being painful to sit and drive. It was noted that once the device was moved, the patient¿s equilibrium changed, for example, when the patient bent down to get something, they would teeter over to their back in about 2 seconds. It was noted that when the patient had the device placed in a higher location they did not have equilibrium issue. It was noted that the health care professional (hcp) stated that it may be due to stress or the patient needing to gain their strength back. Several attempts to follow-up with the healthcare provider for additional information were made without success.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received 7 months later reported that what happened now was that his pants could move down a half inch and put pressure on the battery and push it down, causing it to be uncomfortable and creating pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-apr-19. The patient reported that they moved the device closer to their waist line because it was uncomfortable since implant. The ins was put in at l2/l3 on their right side initially. No further complications were reported/are anticipated.